Event description:
The user received questionable results for calcium on the integra 400 plus analyzer. The event involved five patient samples. Three patient samples gave discrepant results. The user reported the patient samples were collected at another site and received at this facility already centrifuged and aliquoted into plastic vials for analysis. Patient sample 1, the initial result was 7.2 mg/dl. The sample was repeated on (B)(6) 2010 which resulted at 6.0 mg/dl. The user repeated the sample with a new calcium reagent pack, same lot, which resulted at 7.8 mg/dl. The user sent the sample to a reference lab for testing (instrument platform unknown) which produced a calcium result of 9.8 mg/dl. Patient sample 2, male. The initial result was 5.3 mg/dl. This result was accompanied by a data flag. The sample was repeated on (B)(6) 2010 which resulted at 5.4 mg/dl. This result was accompanied by a data flag. The user repeated the sample with the new calcium reagent pack, same lot, which resulted at 6.4 mg/dl. The user sent the sample out to the same reference lab for testing which produced a calcium result of 9.0 mg/dl. Patient sample 3, female. The initial result was 7.1 mg/dl. The sample was repeated on (B)(6) 2010 which resulted at 10.0 mg/dl. No results were reported outside the laboratory and patients were not affected. The reagent lot number for calcium was 62802801. The field service representative found the probe was not pipetting accurately. He replaced the probe and dosage pipette. Performance tests were run which were within range.